Event description:
Information received from (B)(4) service center in (B)(4) indicates that pump experiences error code 13.

Manufacturer narrative:
Investigation by (B)(4) service center in (B)(4) found that pump event log had error code 13. Pump pcb board was replaced. The MDR is being submitted because this device is similar to a device marketed in the united states.